Event description:
It was reported the pt is no longer receiving stimulation. It was also reported the charger can no longer communicate with the ipg. The pt has not recharged the ipg as needed. The pt's doctor will not continue treatment due to the pt not being compliant with maintaining the scs system. No further action will be taken.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.